Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead was inappropriately capturing the ventricle. Programming changes were made. The patient was stable.

Event description:
New information received notes that the right atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event for inappropriate capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination were normal with no anomalies noted. Electrical testing did not find any indication of conductor fractures or internal shorts.